Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the valve in valve procedure and the mechanism described above may have been contributing factors for the thrombosis. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in italy, per the article ¿acute obstructive thrombosis of sapien 3 valve after valve-in-valve transcatheter aortic valve replacement for degenerated mosaic 21 valve¿, a valve-in-valve was performed with a 20 mm sapien valve being implanted within a severely stenosed bioprosthetic aortic valve (implanted in 2009). The patient was given triple antithrombotic therapy to reduce the high risk of thrombosis associated with the valve in valve procedure. Twenty-four hours post procedure the patient¿s hemodynamic status suddenly deteriorated. Transthoracic echocardiography showed an acute severe reduction of the left ventricular function and an impairment of the leaflets motion of the sapien 3 valve with severe stenosis and a mean gradient of 51 mmhg. Given the severe hemodynamic instability and the suspicion of acute obstructive valve thrombosis, emergency surgical reoperation was performed. The intraoperative findings revealed the sapien 3 valve was well seated inside the mosaic 21 valve with all 3 leaflets were blocked by thrombi on the aortic side. A surgical valve was implanted with excellent result. On histological examination, the thrombotic material was composed of an admixture of fibrin, platelets aggregates, and interposed blood cells. The patient was discharged after 10 days. The valve in valve procedure was considered to be a contributing factor for the thrombosis. Reference: caterina gandolfo, md, et al., acute obstructive thrombosis of sapien 3 valve after valve-in-valve transcatheter aortic valve replacement for degenerated mosaic 21 valve. Jacc (2017)